Manufacturer narrative:
Follow-up #1: date of submission 03/04/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box revealed no evidence of a power on reset. The battery compartment was found to be cracked at the threads on the side and above and below the finger pad. The returned battery cap threads were also stripped. The battery cap was unable to secure to the pump and reboots were duplicated. A test cap was used during the investigation; the pump was able to power on with no further power interruptions or any errors, alarms or warnings. The pump¿s cover was removed; there were no intermittent conditions found to the power circuit. The reported ¿power¿ complaint was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. There was reportedly an intermittent power issue with the pump. The battery compartment reportedly was cracked. There was also reportedly damage to the battery cap and the battery cap was unable to secure to the pump. There was no indication as to when the battery cap was replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.